Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is turning off and getting hot to the touch. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation, and observed pil tech was able to confirm the device powers on, provides airflow, a known good, heated tube heats, and the heater plate heats. A heat test was performed on the device to address the complaint of the device getting too hot to touch. The device was run for a 2 ½ hour period, with the results that the device and heater plate were both within the thresholds. There was no error code found. During the investigation, pil observed an unknown contaminant on the water tank lid. An unknown dust contaminant was observed on the top enclosure, center enclosure, inside the inlet of the blower box, on the inlet/outlet seal, and the bottom enclosure. The customer complaint was not reproduced. The device was scrapped.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation, secondary findings was observed. There was no error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg. Has been updated.